Event description:
On (B)(6) 2009, I underwent a left total hip arthroplasty. I received a depuy corail cementless femoral stem with collar size 12, an articul/eze metal on metal femoral head, 36 mm - 2, a pinnacle metal insert 52 mm x 36 mm and a pinnacle sector ii acetabular cup size 52 mm. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my left thigh and left hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: avascular necrosis; history of femoral fracture - left hip.